Event description:
Found patient with hole in tracheostomy pilot balloon line. His was a custom order trach from (B)(6) customized flextend 4.0/30/52. Trach removed and new custom trach placed. No harm.